Event description:
It was reported that a system error (se) 2240 (air in tubing) alarm occurred on the homechoice (hc) during use, during drain 1 of 4. During troubleshooting it was determined that the patient pressed go to start therapy before connecting and then connected. They then intentionally disconnected and received a se 2240 alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. It was later reported that the issue was resolved, but the patient did not know the cause of the alarm. Per the hp, there was no injury as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No further information was provided.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to connect first and then press go when starting peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.